Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient was in the hospital due to changes in orientation, but the healthcare provider (hcp) did not know if it was device related or not. It was stated that the patient¿s device needed to be adjusted. The patient had quite a bit of tremors and stuttering since they have been in the hospital, but the caller did not know the patient¿s symptoms history prior to being admitted to compare it to. It was stated that the patient programmer batteries were dead, but they changed them and were able to communicate with the ins which showed it was on and the battery was full. The caller was transferred to get in touch with a manufacturing representative, and reviewed that the patient can see their healthcare provider (hcp) for adjustments.